Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited error code during upgrade. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated, problem was not duplicated. The pump already had version 5 software. And there was not any error codes in the event history log. There were no faults with the pump. The cause of the reported problem could not be determined. A DHR review was performed. Subsequent, to the manufacturing of the device and prior to its release. No problems or issues were identified, during this DHR review.